Manufacturer narrative:
Ous MDR: the analysis checked the mechanical and electrical properties of the lead. It was noted that the lead body showed damage to the outer insulation by fraying. In this process, the insulation of the electrical conductor to the ring electrode was also damaged. The fraying of these insulation layers must be assumed to be the main cause for the complaint-about sensing properties of the lead. The damage manifestation requires abnormal mechanical stress exerted on the lead in the implanted state. The characteristics of the damage manifestation indicates friction at the ICD housing or with other leads as friction partners. Diagnostic images that could provide information about the position of the implanted system were not available for analysis. The deformation of the shock coils is probably due to increased mechanical tensile loads during the explantation. The analysis showed no indications of manufacturing errors or material defects.

Event description:
Ous MDR, inadequate vf detections were reported after an implantation time of about 17 months.